Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to perform several actions, such as disconnecting tubing and delivering boluses, yet the occlusion alarm persisted. Ultimately, the customer was advised to replace supplies and resume insulin.